Event description:
No complaint was communicated to intuitive surgical regarding performance of the da vinci surgical system. No malfunction of the monopolar curved scissors instrument was alleged and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one blade edge had an indentation between the midpoint and the tip which acted as a mechanical stop for the other blade when closing. As a result, the blades did not cut through the entire length and was unable to perform a cut test. The instrument was expired. Failure analysis concluded the indentations were likely due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. An additional finding was various scratches on the distal end of the main tube showing light material removal. The scratches were .233 - .186 in length and not axially aligned with the tube. No other damage was found. The returned instrument does not itself constitute a MDR reportable event; however; the tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.